Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion the physician experienced difficulty inserting the chronic right ventricular (rv) lead into the header on the new cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) was consulted and suggested using mineral oil on tip of lead. Once this was done the lead was able to easily be inserted into the header. The crt-d and rv lead remain in service and no adverse patient effects were reported.